Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
The investigation determined that this complaint is a duplicate of report with mfg report number: 8010042-2021-00105. Therefore, for evaluation results and manufacture¿s narrative please refer to this report.